Event description:
It was reported "the ICU np was attempting to place a left radial arterial line. He was able to place it and as he was attempting to pull the guide wire out he had resistance. He ended up pulling the whole line out and noticed the wire was curved. Patient immediately was developing a hematoma. He placed manual pressure, ultrasound the artery to make sure nothing was ruptured and checked a pulse with doppler. He found no rupture on ultra sound and was able to find a pulse with doppler. He held manual pressure for about 10 minutes and placed a tr band with 13cc air." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. Signs of use in the form of biological material were observed on the guide wire and inside the catheter. Visual analysis revealed the guide wire was bent and twisted within the catheter body. The catheter was partially advanced off the needle cannula. Microscopic examination revealed the needle bevel had pierced through the catheter body. The distal weld was full and spherical. The needle cannula was bent adjacent to the hub. Additional information from the customer regarding the bent needle cannula was not able to be obtained. The damage to the overall device suggests the guide wire had kinked during the insertion process, the catheter was advanced off the needle cannula, and when resistance was encountered, the catheter was attempted to be retracted back onto the needle cannula resulting in the needle bevel to pierce the catheter body. The bends on the guide wire measured approximately 8 mm and 16 mm from the distal tip. The guide wire length from the distal end of the handle to the distal tip measured 5 2/16", which is within the specification limits of 5 1/32"-5 7/32" per catheterization device product drawing. The guide wire outer diameter measured 0.433 mm, which is within the specification limits of 0.432-0.457 mm per guide wire product drawing. The catheter could not be removed from the guide wire. During attempted removal , excess biological material exited the catheter hub. The catheter length could not be accurately measured due to the nature of the damage. The catheter inner diameter at the distal tip could not be accurately measured due to nature of the damage. Functional testing could not be performed as the guide wire could not be removed from the catheter, nor was the catheter able to be advanced off the needle cannula. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered , remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters. Precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The report of kinked guide wire due to catheter resistance was confirmed through complaint investigation of the returned sample. Visible analysis revealed that the guide wire was bent and twisted towards the distal end. Excess biological material was observed on the guide wire surface and within the catheter body. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.